Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.

Event description:
It was reported that surgeon implanted a smart toe implant on (B)(6) 2012 and removed it on (B)(6) 2012. The reason for explant is unknown.